Event description:
Reporter indicated that the site's (B) (4) handheld computer battery would not charge. It was reported that troubleshooting had been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.